Manufacturer narrative:
MFR will continue to monitor this issue through trending. Device was not returned to MFR and an eval could not be performed.

Event description:
Customer reported an instance of a haemostasis clip migrating after surgery. Per the customer a calculus had formed on the clip at the anastomosis site.